Event description:
I was injected illegal filler while pregnant. Injector told me there was no risks and proceeded to do my lips 3 times. Injector also didn't do a good job hence why I had to keep going back. My lips still look uneven and it has been about two years. Injector also didn't refund me my money after I found out doing lip filler while pregnant was not safe and I didn't know she wasn't licensed. She is still doing lips on people and people have contacted me about how horrible of a job she did and didn't want to refund them the money. She is illegally doing lip filler on people till this day with no license. (B)(4). Reference reports mw5155046 and mw5155047.